Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-24333, 1627487-2013-24334. The patient was implanted with two scs leads from the same lot number. It was reported the patient complained his scs stimulation is not where he needs it. The patient stated he was feeling the stimulation in the middle and upper back and some of it biting. The patient underwent surgical intervention to add two additional leads. Follow-up identified the patient's system was reprogrammed and the patient is doing well. The reported issue is resolved.